Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a hand assisted partial nepherectomy, the device was opened from the package and the rigid plastic ring was not attached to the device. Another device was used to complete the procedure. There was no patient involvement. The device was discarded.